Event description:
It was reported a patient underwent a hip revision approximately six months post implantation after experiencing a fall and experiencing ongoing pain. Imaging provided suspicion of poor on-growth of bone onto the implant is said to contribute. The stem was removed and replaced. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: cat# 650-1163 lot# 3176772 delta cer fem hd. Cat# 010000926 lot# 7264146 g7 hi-wall e1 liner. H6: proposed code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided, however were not further reviewed as the images were not dated, therefore unable to correlate with the timeline. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.